Event description:
A malfunction alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was initially unable to reload the original cartridge onto the pump but managed to load a new cartridge and resume insulin as instructed by technical support.